Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The device is in the evaluation process, no conclusion has been drawn.

Event description:
During a tfn procedure, surgeon was drilling through the guide for the short nail and the drill bit broke off in the femur, breaking at the place where the flutes begin. Surgeon then made an incision, used a needle driver to retrieve the fragment of the drill bit from the bone. X-ray confirmed all fragments were removed. The surgeon then redrilled, and inserted a new screw positioned correctly, and completed the case with no further problem.